Manufacturer narrative:
Additional analysis by engineering noted that the device had no resets or abnormal faults. The memory dump contained an induction episode recorded on (B)(6) 2017 which detected and delivered a shock with successful conversion. It was noted that the waveform does appear to have some noise and undersensing of the low amplitude single. Ts noted that it may be beneficial to have save to disk for review which includes the induction to allow review of signal amplitudes during the induced rhythm and post shock. Ts noted that due to small amplitudes reprogramming sensitivity could be an option, although without review of the electrocardiogram this can lead to a less desired outcome such as oversensing. No further information was provided. It was noted that no further action was taken when it comes to this case, and the patient was discharged home.

Event description:
Boston scientific received information that this patient had syncope while at home. It was noted that the patient had a ventricular tachycardia. Analysis of the episode is pending with boston scientific technical services (ts). No additional adverse patient effects were reported. Additional information note that the physician attempted to induce a t wave shock, but the patient did not go into ventricularfibrillation. It was evident on the shock electrocardiogram of possible electrical interference. The second t wave shock induced was detected and the patient received a 41j shock with normal shock impedance measurements. An inquiry regarding the patient syncope as well as possible electrical interference was requested. Boston scientific technical services (ts) review of the disk noted that some noise with no asystole for > 2 seconds on the right ventricular channel. Ts was not able to provide a specific explanation regarding the questions as the disk sent must have been saved prior to the induction attempts and there was no stored induction events or delivered shocks in the device history. The noise discussed could be due to telemetry or environmental interference from external equipment. Ts discussed that the competitor lead could be at a location of suboptimal sensing. Ts noted that engineering will review the memory dump provided to see if there are any suspicious errors in the device which could be explanation for the reported undersensing of ventricular tachycardia.